Event description:
St jude medical ins received with two leads (unknown lot/manufacturer) still in the two ins ports. Leads were cut. No information was provided to explain why it was returned to (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).